Event description:
It was reported that the foot control device was leaking oil. The event was not related to surgery. According to the reporter, the issue was discovered by walking into a room and seeing the device sitting in a puddle of oil. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device and observed that the pre-test could not be completed due to debris in the chamber. Therefore, the reported condition could not be confirmed. The assignable root cause of the debris in the chamber was due to normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.